Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause for the patient's pain complaints could not be determined. The patient's pain complaints may be associated with previous spinal fusions.

Event description:
The patient has had previous lumbar fusions which left her with lingering unilateral buttock pain and some left side radicular pain. In (B)(6) 2020, the patient had left si joint arthrodesis in where three implants were installed. The patient later complained of recalcitrant pain in the left buttock. The surgeon suspected that the caudal positioned implant may have been loose. The surgeon did not indicate that any of the implants were malpositioned. In (B)(6) 2021, the surgeon performed a revision surgery where he first removed the caudal positioned implant using chisels as it was solidly fixed in bone. He then attempted to place an iliosacral screw, but the middle positioned implant was in the way. He removed the middle implant using chisels as it was also solidly fixed in bone. The surgeon finally placed iliosacral screws into the explant voids. The preexisting cranial positioned implant was not adjusted or removed. The status of the patient following the revision procedure is not known.